Event description:
It was reported that the bronchovideoscope displayed no image. The issue occurred during setup and inspection before patient use, with no reports of patient involvement.

Manufacturer narrative:
E1/address 1: (B)(6) added due to character limitation in respective field. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for inspection, and the reported failure was confirmed. Additionally, the device evaluation identified the following reportable malfunction: e315 (non-objective scope connection) caused by damage to the imaging section and corrosion of the scope connector. A definitive root cause could not be determined. However, based on the investigation results and previous findings from the product technical investigation (pti) process, potential contributing factors include component damage or deterioration, environmental factors such as dust, dirt, or humidity, optical issues, overheating, and electrical problems like signal loss or an open circuit. The most likely cause of this complaint is an expected or random component failure, with no indication of a design or manufacturing defect. If additional relevant information becomes available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.